Event description:
Trumatch tibial block was pinned into place. Saw was inserted into metal capture and halfway through making cut the trumatch block fractured longitudinal and metal capture disengaged from the block. When removing the fixation pins it was noticed that one of the pins (medial) had broken. This may have resulted from trumatch block shifting when it fractured while the saw was engaging. Approximately 5mm of the tip of fixation pin was left in the patient.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated x-rays were not available for review. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.